Event description:
As reported: the lv epicardial lead was replaced along with another lv lead for an unspecified reason.

Event description:
Updated information received on 08-jul-2019 stated that the lv lead had a very weak connection and required a very high output. Eri came at a shorter time than expected. The pulse generator and the lv lead were replaced.